Event description:
The customer received questionable antibody to hepatitis b surface antigen (anti-hbs) results for two samples from one patient. On (B)(6) 2015: the anti-hbs result was 608 u/l and repeat result was 659 u/l. The sample was tested on an abbott analyzer and the result was negative (non-reactive). On (B)(6) 2015: the anti-hbs result was 258 u/l. The sample was tested on an abbott analyzer and the result was negative (non-reactive). The sample was also tested at a third lab and the result was negative. The results were reported to the physician. The patient was not adversely affected. The reagent lot number was 180810. The expiration date was 11/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and tested on a centaur analyzer with positive results. It was then assumed the result from the cobas 6000 obtained by the customer was correct. It was determined the reagent performed within specification.